Manufacturer narrative:
Continuation of d11: product ID 8598a,serial# (B)(6), implanted: (B)(6) 2019, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative on (B)(6) 2020 that reported withdrawal symptoms. The patient experienced itching and return of spasticity. The environmental, external or patient factors that may have led or contributed to the issue was the patient had been experiencing a slight return of spasticity but after a med refill the spasticity got worse and she also experienced itching. The diagnostics and troubleshooting performed was a previous catheter revision was done on (B)(6) 2019 [see manufacturer¿s report 3004209178-2019-23476] and the pump was interrogated on (B)(6) 2020. The actions and interventions taken to resolve the issue was the patient was going in for a possible catheter revision (B)(6) 2020. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury. Per this reporter, the pump was delivering lioresal 2000mg/ml at 155.8mcg/day . Additional information was received from the company representative on (B)(6) 2020 who reported that the patient presented with a lump at the spinal segment. They did a catheter revision since they were unable to aspirate. Per the reporter, they had a spinal revision kit thinking they were going to revise the spinal segment, however, once they were in, the healthcare provider decided he was going to revise the catheter portion using the 8598a kit. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-feb-12, additional information was received from an healthcare professional (hcp) via a manufacturer representative (rep). It reported the rep received an email from the hospital informing them of an upcoming surgery. The surgery was scheduled for (B)(6) 2020 and requested the rep to be present. The stated purpose of the email was for "wound revision exploration and closure of cerebrospinal fluid (csf) leak". No further information was provided at this time.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-dec-12. It was reported that the hcp initially reported the event to the representative. A dye study of the entire catheter was performed under fluoroscopy as well as exploratory surgery on the catheter. There were no environmental, external, or patient factors that may have led or contributed to the event. The hcp added a purse string at the spinal site of the catheter and checked the connection of the spinal and pump segments at the pin connector. The hcp cut and reattached the catheter and pin connectors. It was noted that the patient was feeling much better and receiving effective therapy. The issue was considered resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative via an hcp. Regarding the cause of the inability to aspirate the catheter, it was noted that they were able to aspirate the catheter. It was noted that the device remained implanted at the time of report.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8598a, lot/serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter; ubd: 02-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 500 mcg/ml of baclofen at 155 mcg/day via an implantable pump for intractable spasticity. It was reported the patient's pump was replaced last week, relative to (B)(6) 2019 {please refer to MFR report number 3004209178-2019-23476 regarding this event}. Following the replacement, the patient presented to the emergency room over the weekend with spinal headaches. The event date was provided as (B)(6) 2019. A blood patch was performed, which helped, but the patient was back again on the day of the report, (B)(6) 2019. The situation was being assessed by the healthcare provider. It was indicated the healthcare provider would like to do a dye study. Catheter access port (cap) considerations were reviewed. No further complications were reported or anticipated.